Event description:
It was reported that the contact entered daughter's current blood glucose level into the pump and the recommended insulin was alleged to be inaccurate. The insulin dosage was not delivered. During troubleshooting with tandem customer technical support, the issue could not be replicated or confirmed. Customer's blood glucose level was 250 mg/dl. Contact declined any follow-up.

Manufacturer narrative:
This product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.